Manufacturer narrative:
Evaluation of the system component, case recordings showed user error and no fault was found with the system or software. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
A component of the system, case recordings have been received and is currently under evaluation. When the device evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
The site reported the superdimension system did not appear accurate and the physician cancelled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.